Event description:
It was reported that the patient experienced loss of stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent lead revision procedure, and the device remains implanted and in use. The patient was doing well postoperatively.